Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging a onetouch verio iq meter was reading inaccurately high results compared to a calibrated lab draw. The patient reported obtaining a blood glucose value of "123mg/dl" on the lfs meter and "84mg/dl" on the lab draw. Based on statistical methodology, the calculated difference between the results exceeds the expected value of <=20mg/dl or <=20% obtained within 30 minutes of each other. The patient did not allege any harm or injury due to the reported issue. Replacement products were sent to the patient. The control solution involved in this complaint was returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint was not confirmed. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that a serious injury occurred. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
(10/12/2012) device evaluation: the control solution involved in this complaint was returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #1 (submission 11/19/2012)-device evaluation: lifescan received the meter with the complaint and completed device evaluation on (B)(4) 2012. The returned meter passed testing. The alleged complaint was not confirmed.